Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Due to fact that cuff leak was observed after placement it is most probable that reported failure occurred during tracheostomy procedure due to contact with a sharp edge. Unfortunately, without the sample we are unable to determine true root cause of this issue. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 3 tracheostomy tubes had ruptured cuffs. There was patient involvement and no harm/adverse event reported.